Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned cassette an identification (ID) tab on the pinch plate was broken off. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock(incorrect) and passed priming and intraocular pressure (iop) calibration successfully. However, during fluid/air exchange (fax) mode, fluid (instead of air) continued to flow to the infusion cannula. Although the console recognized the cassette as a posterior type, the broken ID tab contributed improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. While contributing factors, such as the broken ID tab and improper recognition of the posterior cassette have been identified, the root cause for these failure modes is under investigation by the manufacturing site. An action was opened to determine a root cause and corrective action was taken for complaints of a similar nature. When the internal investigation has determined root cause, actions to address root cause will be planned and completed. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported an advisory code was displayed and liquid air replacement could not be performed during the procedure (procedure type was unknown). The pak was replaced and the procedure was completed. There was no patient harm.